Manufacturer narrative:
The end user was instructed to reseat the tubing in the push fitting or replace the fitting check valve assembly. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in a leak and potential loss of oxygen delivery. There was no patient involvement.